Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the onelink extension set would not prime. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was then connected to a primary set, which was attached to a solution bag, and observed for flow issues. The device was found to flow freely with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.